Event description:
It was reported that during a percutaneous coronary intervention, the blade was separating from the device. It was noted that the "flextome was separating from the balloon" on this 10/4.00 flextome cutting balloon mr. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).